Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported an excessive smoke coming from the end of the wand when activated. A back up device was not available and the surgery was delayed for around 10 minutes. No patient injury was reported.

Manufacturer narrative:
The device was returned as an MDR for evaluation and intended for treatment. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with discoloration/contamination and scuff/scratch marks on the spacer and return electrode. There were no manufacturing abnormalities found. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The ablate- and coagulation- function performed as intended and the device produces low plasma on the electrodes when plugged into a known good coblator ii controller. The suction- and saline line was tested by using a syringe on a saline bag in combination with the lab. Test equipment and performed as intended; at any time during functional evaluation there was no smoke or steam emitted which would concludes that there is no electrical disturbance related to the wand; therefore the complaint was not verified and the root cause could not be determined with certainty. There are no indications to suggest the device did not meet product specifications upon release into distribution.